Event description:
During a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was in the diagonal branch (d1). After predilation the physician attempted to advance a taxus express2 2.5 x 24 mm stent. However, the stent embolized from the balloon. The procedure was successfully completed using a taxus liberte 2.5 x 24 mm stent. No injury or pt complication was reported. Pt status is reported to be "satisfactory/good".